Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing on the presenting electrogram (egm). It was noted that device function did not appear to be affected. The ra lead remains in use. No patient complications have been reported as a result of this event.